Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): error code 1720 occurred (during testing). No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated as the reported error code was displayed on the pump during the investigation. Root cause of the reported issue is unknown, but the back-up-capacitor was suspected to be defective. Recommended to replace the back-up-capacitor. The product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation.